Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient implanted with an aortic bioprosthetic valve was being evaluated for a transcatheter valve-in-valve re placement. The reason for evaluation was not reported. It was noted that protruding calcification was seen in the sinotubular junction (stj) and a possible dissection was seen throughout the ascending arch, aortic arch, and descending thoracic aorta. No intervention or adverse patient effects were reported. It was further reported that the patient was hospitalized on the same day for an urgent valve-in-valve procedure due to severe aortic regurgitation. The procedure was performed using an transcatheter aortic valve of a different manufacturer. The procedure and immediate recovery were unremarkable.